Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. Customer's blood glucose level was 117 mg/dl. Customer had trouble with sensors and stated that last week she was in ketosis. Customer stated that the sensor kept saying her blood glucose level was low and it turned off the pump. Customer voluntarily turned the sensor off and turned it back on again. Customer chose to keep the pump off for 45 minutes and when she got home from work, she had a really bad headache and stomach and muscle pain. Customer bolused with the pump, which did not work and then bolused with syringes. When customer got home from work, she was in full fledged ketosis and could not move. Customer did not go to the hospital, but stated she should have. Customer took everything off and just started using the pump again. Customer declined troubleshooting and stated her blood glucose levels were high. Customer declined troubleshooting for cal error. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.